Manufacturer narrative:
Investigation findings: no lot number was received therefore the corresponding work order could not be reviewed. No sample was received to review or send to vendor. A supplier corrective action request was sent to the vendor. They reported that they have not received any similar complaints for this product. The deroyal internal complaint files were reviewed and no allergic reactions have been filed for this product either. Per the vendor, there has been no change in their manufacturing process for this product and bioburden testing have been within acceptable limits. This product has also passed biocompatibility testing (closed patch sensitization test, direct contact test, and primary skin irritation test). Supplemental information obtained from phone conversation with patient: the product in question was applied to the patients hand/arm, post-surgery. She stated that her skin was scrubbed with an antiseptic solution before surgery. The patient reported that she had a skin reaction within an hour of application of the dressing. She reported that the doctor did not permit the dressing to be removed. Approximately 6 days after application, the dressing was removed. The allergic reaction was treated with a prescription cream. The patient was not aware of any allergy or sensitivity to either petroleum jelly or xeroform. She stated that she was known to be allergic to cipro and nsaid (nonsteroidal anti-inflammatory drugs) type pain relievers. Root cause: the root cause is not known. At this time, this complaint looks like an isolated incident. It is possible that the patient may have had an allergic reaction to the xeroform, the petroleum jelly, an antiseptic applied to her skin before/during/after surgery, and/or combination of any of these. Corrections: none. Corrective action: there was no root cause found, therefore no corrective action needed at this time. Preventive action: there was no root cause found, therefore no preventive action needed at this time. No further information is available at this time. We will provide follow up report if additional information becomes available. Product not returned to deroyal.

Event description:
Quality issue details: date of occurrence: (B)(6) 2016. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Patient/end consumer. Detailed description of quality issue: the customer is stating she is breaking out hives and has a stomach ache. This started last (B)(6) 2016. The customer just went to the ER today (B)(6) 2016. How was the quality issue was identified? By visual inspection. How was the product being used? Right hand. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: irritation, reaction, rash. Details of irritation, reaction, rash: hives. Person(s) affected by outcome(s) checked above: patient. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? No.